Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that shortly after system implant, the patient presented with pain in their arm. It was also reported that the patient had thrombosis in the vena axillaris and vena subclavia which was suspected to be caused by the right ventricular [rv] and atrial leads. The patient received a short treatment in the hospital for the thrombosis and the rv and atrial leads remain in use. No further patient complications have been reported as a result of this event.